Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the buttons along the top of screen are non-responsive. There was no patient involvement.

Manufacturer narrative:
Updated. The product support engineer (pse) troubleshot this issue with the customer over the phone. The customer was guided through screen calibration. Verified touch is responsive through full range of display using touch screen diagnostic. The customer was advised to call back of further assistance is required. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed.